Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having dry mouth. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having dry mouth. There was no report of serious or permanent patient harm or injury. Patient also alleged of having dry eyes, nose and gagging. Section h6 were updated in this report.